Event description:
The user facility reported during preparation for surgery the vitrectomy cutter was not working. They opened another pack and proceeded with the surgery with no issues. When the product sample arrived for evaluation on 11/25/2014 a note was attached stating "stopped working during case. Used".

Manufacturer narrative:
Evaluation completed. One 23ga vitrectomy cutter was returned in a plastic zip lock abg along with a cx6923 pack label from lot v3050. The tip protector was not returned. The needle was bent. The port window was in the open position. There was fluid in the lines. A functional test was performed using an mve unit and a millennium system. The cutter did not cut. The inner needle does not reach the cutting edge. It should be noted that a bent needle condition could contribute to poor cutting performance. The cause of the bent needle cannot be determined. The sterilization and lot history records were reviewed and found to be acceptable.